Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited elevated threshold measurements and capture at maximum device outputs during implant testing. The following day, there was no capture and lead dislodgement was suspected. The lv channel was programmed off. No adverse patient effects were reported.